Event description:
A malfunction on the pump was reported by the caller. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which successfully resolved the malfunction, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction code reappeared, and they acknowledged this guidance.